Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product.there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event.donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it.this report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. There were a high number of alerts that occurred during the procedure noted in the rdf. While the trima accel system is typically robust against numerous flow alerts and adjustments, it is possible that the high number of alerts that occurred during the procedure disrupted the steady-state of the system and contributed to the wbc contamination reported for this collection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.